Manufacturer narrative:
1. DHR/bhr review(lot#3016098): 1)this batch of products were assembled at intima ii auto line 4 in february 2023, and packaged at r240 package line in februay 2023. Work order quantity was 198,000 ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the pinch clamp batches used in this batch of products are 2335839, 3004525, 2206450, review the raw material inspection records, no abnormalities. 2. No actual samples and pictures have been received, and the break state of the pinch clamp cannot be identified. 3. The retained sample of the complaint batch is taken for the sealing pressure test of the pinch clamp (test process: the pinch clamp needs to clamp the same position of the extension tubing for more than 64 times, and then the sample is kept under 800mm pressure device for 3 days in clamped state). Test results: no abnormality is found at the pinch clamp, and no leakage is occured at the extension tubing. Please see attachment for the test report. Conclusion(s): no abnormality is found on process and retained sample. As no defective sample returned, the root cause of the break of the pinch clamp cannot be determined. The plant will continue to pay attention to such defects. H3 other text : see h.10.

Event description:
When a new patient's indwelling needle was clamped after a puncture to retrieve a blood specimen and seal the tube, the middle of the clamp broke off, preventing the needle from being clamped again. The patient's indwelling needle was removed after the infusion that day, and the indwelling needle puncture was repeated the next day for intravenous infusion. The needle was left in place for a total of about 2 hours. For the patient, this increased the cost of care and the pain of the puncture.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm clamp broke. The following information was provided by the initial reporter "when a new patient's indwelling needle was clamped after a puncture to retrieve a blood specimen and seal the tube, the middle of the clamp broke off, preventing the needle from being clamped again. The patient's indwelling needle was removed after the infusion that day, and the indwelling needle puncture was repeated the next day for intravenous infusion. The needle was left in place for a total of about 2 hours. For the patient, this increased the cost of care and the pain of the puncture."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.